Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (B)(4) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation:the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed a replace battery alarm related to post delivery motor power supply fault on (B)(6) 2015. Evidence of a voltage drop was observed on 09/20/2015. A visual inspection of the pump showed that the battery compartment was cracked. The pump powered on with the returned battery cap. No battery alarms or battery life issue occurred during testing. The pump¿s current draws were found to be within specifications. The pump cover was opened and no moisture or intermittent connection was found to the power circuit. The complaint was not duplicated during testing. No defect was found to the motor regulator.